Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient activator exploded on patient's hand. The caller did not know how or why it happened and did not provide any other details. The patient activator is expected to be replaced. The monitor is still in use. No patient complications have been reported as a result of this event.